Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior tibial artery. The 2mm x 20mm x 143cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated; however, a contrast media leak was noted on the first inflation when pressure was increased to 10 atmospheres. Device was removed from the 4.5fr non bsc sheath and a balloon pinhole was noticed. The procedure was completed with a 2x40mm coyote es balloon catheter. No patient complications were reported and the patient's status is good.